Event description:
It was reported that on (B)(6) 2009 the patient underwent 1) l5-s1 hemilaminectomy/partial facetectomy with discectomy via a left-sided microdecompression approach with decompression of the neural elements; 2) l5-s1 posterior lumbar interbody fusion (plif) using a cage; 3) l5-s1 posterolateral fusion using posterior spinal nonsegmental instrumentation and morselized allograft for spinal application; and 4) l5-s1 epidural steroid injection. The cage was packed with rhbmp-2/acs. Bmp was also placed directly into the intradiscal space as well as facet joints. Reportedly, sometime post-op, the patient began to develop radiating pain to her legs, severe back pain, nerve injury and bony overgrowth. Reportedly, the patient never recovered from her surgery and experiences daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with: lumbar degenerative disk disease, l5-s1; right lower extremity s1 much greater than l5 radiculopathy with chronic and intractable pain and mild weakness. The patient underwent the following procedures: l5-s1 hemilaminectomy/ partial facetectomy with discectomy via a left-sided micro-decompression approach with decompression of the neural elements; l5-s1 posterior lumbar inter-body fusion (plif; 360 degrees) via left-sided approach; application od structural biomechanical synthetic peek cage, l5-s1 inter-space; l5-s1 postero-lateral fusion, left facet; l5-s1 posterior spinal non-segmental instrumentation; morselized allograft for spinal application; micro-surgical technique with operating microscope; intra-operative fluoroscopy with interpretation, greater than 1 hour; l5-s1 epidural steroid injection. As per op-notes, ¿¿the bmp was prepared following the manufacturer¿s protocol. The graft putty was then rolled into taco configuration with the bmp, was placed in the l5-s1 interspace, and packed over to the right side. Bmp and graft were then placed into the cage and then tamped into the l5-s1 inter-space. It was properly recessed and then tamped in obliquely. Good interference fit was obtained. Additional bmp was placed around the cage. The left l5 and the s1 nerve roots were completely free and intact¿¿ no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.